Manufacturer narrative:
(B)(4). Date sent: 6/25/2024. D4: batch # 612c32. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage with batch number 612c32, inside the opened packaging and along with one gst60w reload inside a plastic bag. The reload was received unfired. Upon visual inspection, it was found that the packaging (tyvek and sales unit) belongs to an ec45a device, and the lot number printed in the packaging a9dy74 belongs to an ec45a. No further functional test was performed to preserve evidence. The mix observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 612c32, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unk procedure, found that the physical object is not in conformity with the packing when opening the packing. Changed the new one to complete the procedure. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 5/8/2024 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the device product code/lot# does not coincide with tyvek and the primary packaging? Please provide a picture (if available) could you please clarify if there were any patient consequences? Could you please clarify if there were any changes in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/6/2024 d4: batch # unk investigation summary this is an analysis of one video and three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows an open sale box of product code ec45a. At the 00:19 mark the package was removed from the box, a loose white reload can be seen inside of the package, the package can be seen nonsterile and the device belongs to an echelon 60mm. The first photo shows an opened package from the top view and the tyvek belongs to product code ec45a, lot # a9dy74 and expiration date: 2026-08-31. The lot number was reviewed on our quality system and it belongs to an ec45a device. The second and third photos show an echelon flex 60mm device from the handle area with batch # 612c32. The lot number was reviewed on our quality system and it belongs to an ec60a device. Based on the video and photos the event described is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Device history review a manufacturing record evaluation was performed for the finished device lot number a9dy74, and no non-conformances were identified additional information was requested and the following was obtained: 1. Could you please clarify if the device product code/lot# does not coincide with tyvek and the primary packaging? -yes 2. Please provide a picture (if available) -a video provided. 3. Could you please clarify if there were any patient consequences? -no 4. Could you please clarify if there were any changes in the post-operative care of the patient as a result of the event? -no.